Event description:
It was reported that the patient suffered a post-operative bleed following a procedure using a coblator ii controller. No additional details were provided regarding the severity of the bleed or what, if any, treatment was administered. There have been no further patient complications reported.

Manufacturer narrative:
The complaint could not be verified and a root cause could not be determined in association with the subject controller as the subject unit functioned as intended when tested. It is possible there was an issue with one or more of the concomitant devices, which were not returned with the subject controller, that may have had an impact on what was observed during the complaint event. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes, insufficient saline flow to the surgical site. Surgical technique, the patient's compliance to post op instructions, the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.